Event description:
We opened an oscor destino twist, dst0704509, they stated that as they went to use it, it was frayed on the end. Defect was noted immediately prior to use; was not used on the patient. An identical sheath was obtained; had no defects and was successfully used on the patient.